Event description:
It was reported, the camera head exhibited "image ghosting." The issue occurred during preparation for use for a therapeutic laparoscopy procedure with no surgical delay. The device has not been used after a malfunction before surgery since the subject device broke down a year ago. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that the reported issue was due to ccd failure. Additionally, other evaluation findings include the following: flooding of the main body and fixing ring, and rust on the adapter. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. - when the endoscopic image does not appear normal on the monitor, the image sensor may have been damaged. If electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately. - if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment or zoom adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. [Section where IFU applicable for phenomenon 2] - never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head exhibited "image ghosting." The issue occurred during preparation for use for a therapeutic laparoscopy procedure with no surgical delay. The device has not been used after a malfunction before surgery since the subject device broke down a year ago. There were no reports of patient harm.

Manufacturer narrative:
B3: approximately one (1) year ago. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.